Event description:
Litigation papers allege the patient was revised to address an allergic reaction to the metal debris [from the left hip replacement]. Complaint reopened due to dhrs being received from legal on (B)(4) 2011. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a vertical cup. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt was revised to address an allergic reaction to the metal debris (from the left hip replacement).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation papers allege the patient was revised to address an allergic reaction to the metal debris [from the left hip replacement]. Complaint reopened due to dhrs being received from legal on 06/16/2011. Update: 10/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a vertical cup. Records are available for further review. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (left side). Aug. 20, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Plaintiff profile form received. In addition to what was previously reported, ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.